Event description:
Information received from our another country affiliate. A pt was seen by the reporting ecp in 2007 with complaint of pain and "blurriness in the os." The pt was diagnosed with a suspected infectious corneal ulcer os. The corneal ulcer was mid-peripheral at 11 o'clock, rectangular in shape and 2.5 mm in length. The pt's bcva was 20/20. The ecp did not culture the corneal ulcer. The pt was treated with gatifloxacin hydrate eye drops q 30 minutes. Minocycline hc1, 3 tablets a day for 3 days; ofloxacin ophthalmic ointment 4 to 5 times a day and ketotfen fumarate eye drops tid. The pt was follow-up visits on the next day, the following day, and one days later. On the same day, the pt's bcva was 20/17. The pt reportedly developed edema of the left lower eye lid due to a toxicity reaction from gaitfloxacin hydrate eye drops and reduced gaitfloxacin to q1h and the ketotifen fumarate eye drops were increased to q2h. Norfloxacin q1h started. As of the following day, the lid edema was resolved. On the same day, the pt also had symptoms of allergic conjunctivitis. The ecp reported this as an infectious corneal ulcer due to the pt's response to antibiotics. The ecp reported possible contributing factors for the corneal ulcer were the pt had used the same contact lenses for one month, daily wear. The pt had been wearing the lenses while bathing. The pt also reported lens discomfort and switched lenses between eyes "after washing hands casually." The corneal ulcer was reported healed on the next day, and all medication was discontinued with exception of norfloxacin eye drops which were reduced to q 2-3 hours and pt to return to clinic once a week. The pt had a corneal opacity at the site of the ulcer. The pt discarded the product. We will follow-up and report any new information within 30 days of receipt. All MDR events are reviewed with senior management during quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.